Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump did not calculate the correct amount of insulin to be delivered when requesting a bolus. The customer's blood glucose (bg) level was between 35-46 mg/dl. Customer received assistance and was provided with glucose tablets to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.